Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 65 ¿restart ilet¿ alerts and was determined to be nonfunctional, with counseling provided that water resistance could not be assured and that the user should have backup therapy in place. Investigation included a review of service history, verification of shipping information, and assessment of device functionality based on user reports and troubleshooting attempts including multiple restarts and attempted data sync that stalled at 83 percent. Further investigation of this case revealed a persistent alert consistent with audio over/under current behavior and an external flash write error, indicating an internal hardware or component malfunction. There was no user reported symptoms other adverse clinical effects as blood glucose was not affected for this issue. Outcomes included replacement of the device and the user¿s continued use of cgm separately as needed. It was concluded that, based on previously established findings for similar reports, the event was attributable to a device malfunction requiring replacement, with no patient injury reported.